Manufacturer narrative:
Additional information: h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the treatment with polyflux 140h apac, an internal blood leak was identified and the dialyzer membrane had ruptured. The patient also experienced low blood pressure. Treatment was immediately stopped. The patient received "fluid resuscitation, volume expansion and other symptomatic treatments". After the patient's vital signs stabilized, "the machine was used again". No additional information is available.